Event description:
The german customer reported "did not stained properly." The field service engineer repaired the instrument by replacing the syringe pump, airc compressor, and aspiration and dispense check valve which resolved this malfunction. Per documentation, customer is able to continue testing on alternate instrument. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient identifier - race: patient information has not been provided by the user.